Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm "spo2 sensor disconnected" was not always indicated audibly, so users did not notice that the spo2 sensor was disconnected.